Manufacturer narrative:
Investigation: a review of the complaint history, instructions for use, manufacturing instructions, quality control, specifications, and trends were conducted during the investigation of this event. The reported device was not returned for evaluation. The lot number in unknown, therefore a review of the device history record could not be completed. With the information available to, the root cause of the reported event is undetermined. However, it is feasible to suggest that the patients anatomy was tortuous/calcified and that the device underwent more force then what was intended during withdrawal. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a changed is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that after the successful treatment (pta percutaneous transluminal angioplasty (surgical repair or unblocking of a blood vessel) and stenting) the sheath should be retracted. Because the sheath was pushed completely into the vessel, the physician fixed the valve and withdrew the sheath. Through tensile force the valve tore off from the sheath. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.